Manufacturer narrative:
The reported adverse event was a broken dental crown. The event date is approximate. The adaptive clean brush head is an accessory to the sonicare power toothbrush system. The device serial numbers or manufacturing number were not provided. Customer contact information, mailing address were not provided. Complaint received from (B)(6).

Event description:
The consumer reported that their adaptive clean brush head broke their dental crown.

Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred.